Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 600mg/dl. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Prior to going to the ER, the customer delivered a bolus and manual injection in an attempt to treat bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.